Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
It was reported that the mobile app was disconnecting causing missed alerts. Data was evaluated and the allegation was confirmed as signal loss was displayed. The probable cause was determined to be no communication ¿ gap in logs. No injury or medical intervention was reported.